Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had some difficulty being fully charged without the customer maneuvering the usb cable into the charging port at a certain angle. A replacement usb cable was sent to the customer to resolve the issue. Customer¿s blood glucose level was 94 mg/dl.